Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as an underinfusion. A flow rate inaccuracy greater than 10% was found at 100, 400, 800 and 999 ml/hr. The device investigation found that the upper valve travel was out of specification. The device was recalibrated. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed flow testing at 26.908/30 ml (-10.31%). There was no patient involvement.